Event description:
Poor design of the sleeve and hard tubing that exits at the achilles causing pressure ulcer injury to the patients. This patient developed a stage 2 ulcer 3 x 1 x 0.1 cm and it was discovered upon removal of the device.